Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein a new spinal cord stimulation (scs) lead was added for additional coverage. No further information could be obtained.